Event description:
Reportedly, on (B)(6) 2025, the smart spot is stuck on orange light and is not able to perform transmission. Unplugging the device for 24 hours did not resolve the issue.

Manufacturer narrative:
The subject device has not been returned yet, results are not available.

Event description:
Reprotedly, on (B)(6) 2025, the smart spot is stuck on orange light and is not able to perform transmission. Unplugging the device for 24 hours did not resolve the issue.

Manufacturer narrative:
Upon receipt, the returned home monitor was tested and the reported behavior was confirmed, as the status light remained orange and communication was not possible. - the observed issue could be caused by flash memory or operating system corruption, which is preventing the device from booting properly. - however, the first cause of this problem could not be fully identified, as the home monitor in question is permanently damaged. - this case is recorded for trending purposes.